Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported having high blood glucose of 406 mg/dl. The customer stated she has not treated for her high blood glucose as she had bolused an hour prior. Troubleshooting high blood glucose found the customer had symptoms of high blood glucose such as feeling weak, tired, and groggy. Troubleshooting for the insulin pump found the drive support cap appeared normal. There was also no air bubbles visible. Insulin was also able to exit during a manual prime. The customer was advised her insulin pump was working properly. No additional information provided.